Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated she was at a store and someone told her she was not acting right and called 911. The patient indicated they checked her blood sugar and it was 48mg/dl so they administered her with dextrose and sugar to raise her blood sugar and she ate something at the store she was at. At the time of contact, the patient stated she her blood sugar was 321mg/dl and she was tired. There was no allegation against the device as the patient was unable to determine if the dexcom system had caused the adverse event. No additional patient or event information is available.